Event description:
It was reported that a large volume infusor experienced a no flow. The expected infusion time is unknown; however, the reporter stated that there was 100 ml of solution remaining in the device after 50 hours of use. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This lot was manufactured from july 08, 2014 to july 09, 2014. Evaluation summary: the evaluation of the returned device is complete. The device was received with no fluid in its reservoir. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was then manually filled with water, and continuous flow was observed from the distal luer. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received, and the evaluation is in progress. Upon completion of the investigation, or if any other additional relevant information is received, a supplemental report will be submitted.